Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevate blood glucose (bg 569 mg/dl at its highest). Infusion set was changed and a bolus was delivered to address bg. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.